Event description:
It was reported that a patient presented with a minor lead perforation on the right ventricular lead. Additional intervention was discussed. No information regarding adverse patient consequences were reported.